Event description:
The customer contacted beckman coulter, inc. (Bec) to report an increase in the number of patient sample results recovering greater than 20 iu/ml for rheumatoid factor (rf) assayed on an immage immunochemistry system. The high patient results for rf were not reported out of the laboratory. There was no impact to patient treatment associated with this event. The reference cutoff concentration for rf is 20 iu/ml. It is expected that 95% of patient results will recover less than 20 iu/ml. The customer was using rf reagent lot # m911529. The customer switched to rf reagent lot # m012376, recalibrated the analyzer with this lot of rf reagent, and re-assayed the patient samples. The patient sample results recovered less than 20 iu/ml which was in alignment with the clinical presentations of the patients. Service was not requested for this event. Based on the circumstances of this event, bec believes that the performance of the rf reagent may be a contributing factor to this event.

Manufacturer narrative:
Reagent lot changed.discrepant patient results obtained.conclusion: a definitive root cause for this event has not been determined. Performance of the rf reagent may be a contributing factor to this event.